Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing chest pressure or tingling when stimulation was activated. The patient will undergo a revision procedure wherein the leads will be pulled down to a lower level.